Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the sof-tact blood glucose monitor. The values when plotted on a parkes error grid fell into the "c" and "d" zones which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.